Event description:
On (B)(6) 2010, pt reported her infusion device "sounds like a duck or a goose" while dispensing her insulin when delivering a bolus. Pt stated "it has been doing it for like 3 or 4 months." Pt reported it sounds more like a rattle. Pt stated, the noise is permanent while giving a bolus. Pt reported, she is currently unable to remove the battery from the infusion device. Pt stated, she thought that maybe she did not have the battery cover or infusion adapter on tight enough, which is why she thinks the battery cover is on so tight. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.